Event description:
It was reported that a user of the ilet system experienced discordant glucose readings between a dexcom g7 sensor and a fingerstick meter (sensor 328 mg/dl versus fingerstick 260 mg/dl), and the agent guided calibration with education to continue monitoring and replace the g7 if readings did not align. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education on calibration and monitoring. Investigation of this case revealed a reading discrepancy without identified device malfunction, and the glucose value of 260 mg/dl reflected hyperglycemia with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR was submitted outside the required reporting timeframe due to delayed review of the complaint, which was part of a backlog not previously assessed by the formally designated complaint handling unit. Upon review, the event was determined to be reportable and submitted promptly. Corrective actions have been implemented to ensure timely complaint review and MDR assessment.